Event description:
One patient with discrepant results for digoxin. Initial result 1.3 ng/ml, repeat 1.6 ng/ml and 1.4 ng/ml. Erroneous result was not reported. The analyzer was generated abs lamp errors at the time of the event. The customer replaced the abs lamp which resolved the issue.